Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's insulin pump alarmed motor error three times within the past thirty days. Assisted the customer with clearing the alarm. Advised the customer to disconnect from the insulin pump. The customer's blood glucose was unknown. Troubleshooting was done. The customer was able to complete the rewind sequence. Advised the customer to return the insulin pump for analysis. Advised that a replacement insulin pump would be sent. Nothing further reported.